Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported cardiac perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2030404-2019-00083. The following was published in journal of cardiovascular electrophysiolog in an article titled ¿differences in activated clotting time and initial heparin dosage during atrial fibrillation ablation for patients with edoxaban compared with warfarin" by yamaji h, murakami t, hina k, et al, 2018. During the procedure, there was a pericardial effusion. The effusion was attributed to the ablation procedure and not any of the used devices. The current patient status is stable.